Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at normal end of life and telemetry and output were okay. The ins was received in an end of service (eos) condition. When the ins reached an eos condition, the output shut off removing the load across the ins, so the battery recovered to 2.540 volts. After resetting the eos bit, the ins had good stable output. Testing the ins on the test console showed it to be functioning normally with the only test failures being caused by the battery voltage being below the eri level. A longevity estimate was performed based on the upper limit amplitude value since the actual programmed amplitude was not given. The impedance across the output was also not given. The estimate indicated an expected life of <(><<)>3 months to eri and eos. According to the trace report taken from the ins, it reached eri in 5.2 months and eos in 6.7 months. Due to the fact that the amplitude level can be adjusted by the patient with a patient programmer, there is no evidence to suggest this is not normal battery depletion.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. The ins was programmed to 1-, 3+ at 360 us and 80 hz. The ins was replaced and the patient status at the time of this report was alive with no injury. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.